Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8372735, 510k # k984522 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Per the reported event, the device met its intended function.

Event description:
It was reported that the patient underwent a spinal surgery three years ago due to hernia at l4/5. The removal surgery was performed because fusion completed. It was reported that the pedicle screw at left s1 was found deformed and was broken while being removed. The broken screw tip remained in the patient. No other complications were reported.